Event description:
An end users wife reported that her husband developed redness around the stoma. She went onto state they went to the (B)(6) center and the doctor prescribed a prescription powder for the area.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Additional information was received stating, "spoke with the wife. She said the redness was beneath a competitors product. For the record though, the appliance is (B)(4) and nystatin powder was ordered." No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.